Event description:
It was reported that hammer broke during a revision surgery on (B)(6) 2014. Patient had a tibial nail implanted in (B)(6) 2010. The tissue surrounding the nail became infected. Surgery was performed to remove the hardware. While backslapping the nail out, the handle of the hammer shattered. Another set was available and the surgery was able to be completed without delay. Surgery was completed successfully. Clinical findings show infection/inflammation. It was confirmed that along with the tibial nail, there were 4 screws also removed. Of the 4 screws, 2 screws were intact while 2 screws were broken. Patient was not revised with another nail due to healing. Small fragments were generated from the hammer shattering. This report is for an unknown nail. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown nail. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.